Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It is possible the unspecified balloon dilatation catheter met resistance during advancement over the guide wire due to a buildup of procedural contaminants (blood, contrast) thus resulting in the reported difficult to position and difficult to remove; however this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a 95% stenosed and de novo lesion in the mid right coronary artery. A 014 hi-torque pilot guide wire was advanced to the lesion and a 2.0x15mm unspecified balloon dilatation catheter (bdc) was advanced; however, resistance was met and the bdc became stuck on the guide wire and could not be removed. The guide wire and bdc were removed as a single unit. The lesion was pre-dilated and the procedure was successfully completed with the deployment of a 3.0x32mm unspecified drug eluting stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.